Event description:
A medtronic representative reported that, while in a surgery, the optical system was unresponsive. The navigation system performed normally, however, the site reported black status on the camera. The issue occurred immediately following patient registration. The site had a second system, axiem, and the surgeon completed the procedure with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not made available by the site. RMA issued. Medtronic representative, following-up at the site, replaced both the external psu cable and the camera (psu). The system is working properly. Return of the suspect devices, camera and camera cable, is not expected. No inspection of suspect devices has been possible, complaint cannot be confirmed. Not returned for evaluation.

Manufacturer narrative:
The camera and camera cable were returned to the manufacturer for analysis. The returned camera performed as expected when connected to a known good system. It passed an accuracy assessment kit (aak) test and had no adverse events recorded in the event log. The cable was found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found with either device. The reported event could not be duplicated by medtronic personnel.